Event description:
Hemopericardium - small piece of metal from cordis optease vena cava filter within the superior vena caba eroding through both the superior vena cava and the adjacent ascending aorta, with 520 ml of blood and blood clot found within the pericardial sac. Dates of use: (B)(6) 2005 - (B)(6) 2015. Diagnosis or reason for use: bilateral upper extremity dvts s/p multitrauma d/t mvc.